Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported perforation (atrial: percutaneous intervention) associated with the asd appears to be due to procedural circumstances (device interacting with transseptal puncture; user technique of device advance/ withdrawal/ steering). The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a perforation and intervention. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), a restricted posterior, and a dilated left atrium. During a mitraclip procedure, two xtw clips were successfully implanted. After retracting the steerable guide catheter (sgc) in the right atrium (ra), an atrial septal defect (asd) with a right-to-left shunt was noted. After removing the sgc, an asd closure device was implanted, and the asd was successfully repaired. The mr was reduced to grade 1-2. The patient was admitted to the intensive care unit (ICU) due to delayed awakening which was a side effect of the anesthesia, and is still on a respirator. There was no clinically significant delay caused by the mitraclip device. No additional information was provided.